Event description:
Baxter foreign affiliate reported that the home patient (hp) inadvertently changed their homechoice cycler program parameters from continuous cycling peritoneal dialysis (ccpd) to tidal therapy. According to the affiliate, the hp typically performed 5 cycles of 2000mls each during their ccpd therapy. The hp had accidentally changed the device's program parameters to a tidal therapy with a tidal volume of 5%, resulting in 100mls of fluid being drained from the hp and then refilled during each cycle after the initial fill of 2000mls. The hp continued to use the homechoice cycler for 3 days before it was noted that the device was in the tidal mode. There was no pt injury or medical intervention as a result of this incident.